Event description:
It was reported that after implant of an intraocular lens (iol) in the left eye, from the very beginning, a patient experienced flashing or pulsing of light in the eye. The patient stated that she could not be in any type of bright light, and had to stay in the house with windows covered. The doctor advised that the brain may have to adjust to the lens. The right eye underwent iol implant two weeks later, but there was no improvement. It was stated that the patient had severe headaches on the left side and the rear of the head. In addition, the patient has continuously seen "circles" around lights both during the day and night, night being worse. Additionally while reading, eyes hurt as if they are being strained. It was stated that she feels, the eyes are very dry, and drops do not give much relief. Driving at night is difficult and experiences significant glare in bright light. The surgeon stated that the lens was placed properly and all tests provided normal results and noted dry eye. In addition, the surgeon attributed these conditions to the nature of multifocal lenses and time to accommodate to them. The patient is considering explanting the intraocular lens. On (B)(6) 2013, the uncorrected visual acuity was 20/20 right eye and 20/20 -2 left eye. The doctor noted mild blepharitis and anterior superficial punctuate keratopathy improving. The patient stated that she has been taking artificial tears four times a day and it has improved her symptoms. This report is for the left eye.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.